Event description:
Per dr. Mathis, dr. A sami nassif (radiology) for tenet healthsystems was performing a vertebroplasty on t7, t8 and t12. The pt was allegedly injured due to a cement leak at several levels. Cord compression created a permanent parapalegia.

Manufacturer narrative:
The history of non-conforming reports pertaining to the batch record of the mfg lot in question could not be audited due to the absence of lot number info. The history of complaints for the acm percutaneous delivery system product family was audited and found satisfactory. There have been no previous reports of similar incidents.